Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the full lead was returned in segments, analyzed; the proximal conductor of the lead developed a fracture due to flexing while in vivo, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and the outer insulation of the lead was extrinsically breached due to a tear.

Event description:
It was reported that there was high impedance, along with a high number of v-v intervals which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.